Manufacturer narrative:
The previously submitted device evaluation inadvertently stated that there was no moisture inside the pump. Evaluation revealed that, after removing the pump case, there was evidence of moisture inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that all keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of moisture was found under any button contacts. A leak test was performed and a battery compartment leak was found. There was no evidence of moisture found inside the battery compartment or inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.